Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it decreased from 43% to 14% in a four month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it decreased from 43% to 14% in a four month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects. Information provided indicates the device has not yet been explanted and the replacement procedure is not yet scheduled due to the patient being a handicapped person and due to the covid situation to avoid an infection. The situation was discussed with the cardiologist and possible consequences were evaluated. The patient is currently being monitored at home and boston scientific representatives are in close contact with the patient family and provides advice.